Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung lobectomy, the reload broke on the handle. This caused a problem in unloading the device. Another handle was used to complete the case. There was no patient injury.